Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 4/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/27/2017 with the following findings: a review of the pump¿s black box data showed frequent replace battery alarms. The pump¿s electrical current draws were test and measured within specification. A power issue was not duplicated during testing. During visual inspection of the pump, it was observed that there was moisture damage found on the returned battery cap. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).